Manufacturer narrative:
A review of tickets was performed for reagent lot number 03294fn00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Sensitivity testing was performed using an in-house retained kit lot number 03294fn00 and all specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect hbsag qualitative ii, lot 03294fn00 was identified.

Manufacturer narrative:
Product evaluation conclusion was updated to include r&d testing: testing was performed on sid (B)(6) using the architect hbsag next qualitative assay with repeat reactive results (1.12, 1.14 s/co) obtained. The customer observed a nonreactive result of 0.29 s/co for the sample using the architect hbsag qualitative ii assay. Per product labeling, the architect hbsag next qualitative has better analytical sensitivity (IFU: analytical sensitivity ranged from 4.62 to 6.14 miu/ml) compared to the architect hbsag qualitative ii assay (IFU: analytical sensitivity ranged from 0.019 to 0.020 iu/ml). In addition, the architect hbsag next qualitative assay also has better mutant/genotype sensitivity; per the architect hbsag next qualitative package insert "the mean s/co across all mutant specimens was about 7 fold higher for the architect hbsag next qualitative assay compared to the architect hbsag qualitative ii assay (about 10 fold for the recombinant mutant specimens and about 5 fold higher for the native mutant specimens". Pcr and sequencing testing were also performed on the sample where the pres1-s region was successfully amplified and sequenced. Overall, the testing performed indicates that the sample is a true positive. Section h6 was updated to include an additional method code. An error was identified on 25aug2020. Section h6 conclusions was changed from code 51to code 67.

Manufacturer narrative:
This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect hbsag qualitative ii result for 1 patient. The following data was provided: (B)(6) 2019 sid (B)(6) initial result = (B)(6), repeat = (B)(6), previous results = (B)(6), additional data provided: (B)(6).